Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that patient felt uncomfortable stimulation and ineffective stimulation. Lead migration issue was confirmed via x-ray. Patient states feeling pins and needs when therapy is turned on. Multiple programming changes were made however it was unsuccessful. The system was explanted. There were no complications during the procedure. Patient was stable.